Manufacturer narrative:
Out of warranty; no request for manufacturers service.

Event description:
The customer reported they had power fluctuations due to storms, during which time the ventilator went vent inop and alarmed, and did not operate on backup battery power. The customer reported the ventilator was in use on a patient and there was no patient harm. The hospital biomedical engineer reported the device diagnostic log indicated a +24/+-12v/power fail occurrence. The service technician replaced the backup battery to address the findings. The biomedical engineer reported the battery voltage was acceptable but the unit would not operate on battery power and there was no indicator of the battery charging. The biomedical engineer reported the device was operational on ac power. As the device was out of warranty, the manufacturers product support engineer (pse) advised the customer to evaluate the battery for replacement to address the reported problem. The customer reported replacement of the backup battery corrected the reported problem.